Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-20 that has a similar product distributed in the us, list number 7p51-21/-31.

Event description:
The customer reported an issue with carryover when using the alinity I total b-hcg assay. The customer stated a sample generated a hcg result of > 15000 miu/ml. The specimen right after this specimen generated a b-hcg result of 30 miu/ml. The customer questioned this sample as they think this result is false positive due to carryover from the previous sample. The second sample was repeated and generated a negative result for b-hcg. There was no impact to patient management reported.

Event description:
The customer reported an issue with carryover when using the alinity I total b-hcg assay. The customer stated a sample generated a hcg result of > 15000 miu/ml. The specimen right after this specimen generated a b-hcg result of 30 miu/ml. The customer questioned this sample as they think this result is false positive due to carryover from the previous sample. The second sample was repeated and generated a negative result for b-hcg. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I total b-hcg assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66106ud00. A review of the device history record did not identify any nonconformances or deviations associated with lot 66106ud00 and complaint issue. Field data was used to assess the performance of the alinity I total b-hcg assay using worldwide customer data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the alinity I total b-hcg reagent lot 66106ud00 was identified.